Manufacturer narrative:
Initial and final MDR 1891532- MDR 3003442380-2024-09130- device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that three infusions set tubing detached from hub within three days of use. High blood glucose level was 420 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.